Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having to change sensor after three days due to skin irritation. Customer went to the emergency room as a result of skin being inflamed and hot and was given antibiotics. Customer went back to the emergency room due to pus at the inflamed site. Customer reported that the infection was on the left leg and had a similar issue a month prior with the infection at the right leg. Customer was given advised on proper site care. Customer¿s blood glucose was not provided. Sensor is not expected to return for failure analysis.